Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center the device "exhale valve fails". The device's blower assembly, machine flow sensor, and muffler assembly need replaced to address the issue. Additionally, not related to a malfunction, the device's blower bellows seal, air inlet foam filter, and in-line filter, prox were replaced.

Manufacturer narrative:
H3 other text : device was evaluated by third-party service center.